Event description:
It was reported the physician performed surgery to check the lead and extension connection. The physician verified the lead and extension were properly connected. No devices were added or explanted. Further reprogramming was unable to resolve the issue. The patient will consult with another surgeon.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient had improved coverage after reprogramming, but she still experiences ineffective stimulation. However, the patient will continue to use the system as it is.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Diagnostic testing revealed high impedances on many contacts. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation in the majority of the established pain pattern. The amplitude cannot be increased due to auto-reducing. X-rays were taken but were inconclusive. Surgical intervention is planned to address the issue.